Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "sensor wire too weak". It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the register nurse recently experienced issues with bard foleys and their temperature reading, causing them to question their accuracy due to real-time issues with precision (fluctuations in real-time) and clinically relevant disparities when compared with alternative peripheral (oral) and intermediate (temporal) sources. On 3-5 patients in the last month , some colleagues estimate this number might be higher, but they had not seen these cases firsthand. Specifically, temperature readings via the foley thermistor were 1-2 degrees less than the alternative sources listed above, and readings from the foleys varied in real time by 1/3 to 1 degree or more. They had attempted replacing the foley, though some were less than 24 hours old, and replacing the cable connecting the foley thermistor to their phillips monitors. The connecting cable(s) had no obvious signs of damage that would cause the layperson to suspect a short. All but one patient had urine output greater than 30 ml/hour, but they realize that research indicates that urinary flow rates should not undermine the clinical accuracy of bladder temperatures and were wondering what other factors they might examine in this issue, including the monitor cables connecting the foley thermistor to the phillips monitor and individual physiologic considerations. They had encountered this issue in three separate patients between october 2022 (pr# 6620145) and now (pr#6628610). In one instance, they did replace the foley but still experienced the same issue and suspected the issue was mostly pathology-related or some other piece of equipment that might be causing interference the cords they use to connect our foley temperature sensors were manufactured by novamedusa and the part number was 11-ca-401-12 (novatemp reusable temperature adapter cables). Also, they tried replacing one of these cables upon experiencing the issue, despite there being no obvious damage to the cable, without the issue being resolved. It was reported that the register nurse recently experienced issues with bard foleys and their temperature reading, causing them to question their accuracy due to real-time issues with precision (fluctuations in real-time) and clinically relevant disparities when compared with alternative peripheral (oral) and intermediate (temporal) sources. On 3-5 patients in the last month , some colleagues estimate this number might be higher, but they had not seen these cases firsthand. Specifically, temperature readings via the foley thermistor were 1-2 degrees less than the alternative sources listed above, and readings from the foleys varied in real time by 1/3 to 1 degree or more. They had attempted replacing the foley, though some were less than 24 hours old, and replacing the cable connecting the foley thermistor to their phillips monitors. The connecting cable(s) had no obvious signs of damage that would cause the layperson to suspect a short. All but one patient had urine output greater than 30 ml/hour, but they realize that research indicates that urinary flow rates should not undermine the clinical accuracy of bladder temperatures and were wondering what other factors they might examine in this issue, including the monitor cables connecting the foley thermistor to the phillips monitor and individual physiologic considerations. They had encountered this issue in three separate patients between october 2022 and now. In one instance, they did replace the foley but still experienced the same issue and suspected the issue was mostly pathology-related or some other piece of equipment that might be causing interference the cords they use to connect our foley temperature sensors were manufactured by novamedusa and the part number was 11-ca-401-12 (novatemp reusable temperature adapter cables). Also, they tried replacing one of these cables upon experiencing the issue, despite there being no obvious damage to the cable, without the issue being resolved. Per additional information received via mail on 23nov2022, it was reported that there were several other occurrences in which bladder temperature from the foley have been questioned. The device read lower than peripheral temperature sources within recent months. Bd representative explained that the foley was reading core temperature so they need another core temperature method to truly correlate(rectal, esophageal, pulmonary artery). Customer responded that there two patient who had gi bleed with contradictions to insertion of esophageal or rectal probes. Customer also stated that they would not question the foley if the temperature reading was not several degrees lower than the exterior sources. Bd representative stated that there might be small variance only due to electrical resistances which might be in the range of 0.5c degree between the cable and two devices.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the register nurse recently experienced issues with bard foleys and their temperature reading, causing them to question their accuracy due to real-time issues with precision (fluctuations in real-time) and clinically relevant disparities when compared with alternative peripheral (oral) and intermediate (temporal) sources. On 3-5 patients in the last month , some colleagues estimate this number might be higher, but they had not seen these cases firsthand. Specifically, temperature readings via the foley thermistor were 1-2 degrees less than the alternative sources listed above, and readings from the foleys varied in real time by 1/3 to 1 degree or more. They had attempted replacing the foley, though some were less than 24 hours old, and replacing the cable connecting the foley thermistor to their phillips monitors. The connecting cable(s) had no obvious signs of damage that would cause the layperson to suspect a short. All but one patient had urine output greater than 30 ml/hour, but they realize that research indicates that urinary flow rates should not undermine the clinical accuracy of bladder temperatures and were wondering what other factors they might examine in this issue, including the monitor cables connecting the foley thermistor to the phillips monitor and individual physiologic considerations. They had encountered this issue in three separate patients between october 2022 and now. In one instance, they did replace the foley but still experienced the same issue and suspected the issue was mostly pathology-related or some other piece of equipment that might be causing interference the cords they use to connect our foley temperature sensors were manufactured by novamedusa and the part number was 11-ca-401-12 (novatemp reusable temperature adapter cables). Also, they tried replacing one of these cables upon experiencing the issue, despite there being no obvious damage to the cable, without the issue being resolved. Per additional information received via mail on 23nov2022, it was reported that there were several other occurrences in which bladder temperature from the foley have been questioned. The device read lower than peripheral temperature sources within recent months. Bd representative explained that the foley was reading core temperature so they need another core temperature method to truly correlate(rectal, esophageal, pulmonary artery). Customer responded that there two patient who had gi bleed with contradictions to insertion of esophageal or rectal probes. Customer also stated that they would not question the foley if the temperature reading was not several degrees lower than the exterior sources. Bd representative stated that there might be small variance only due to electrical resistances which might be in the range of 0.5c degree between the cable and two devices.